Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited high pacing impedance. The atrial was not used and replaced with a new lead. The patient's condition was stable throughout the procedure.